Event description:
It was reported that the balloon was ruptured. The 75% stenosed target lesion was located in the moderately calcified forearm shunt. A 5.00mm/2.0cm/90cm peripheral cutting balloon was selected for use. During the procedure, the balloon was inflated at 10atm twice, however it ruptured which might be a pinhole upon third inflation when inflated at 10atm for one minute. The device was removed using the normal method without any problem and the procedure was completed with another of the same device. There were no complications reported and the patient is in good condition after the procedure.

Manufacturer narrative:
Initial reporter city: (B)(6).